Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the main drawer 2 intermittently failed and occasionally registered double clicks. The customer attempted recovery by rebooting the station; however, the issue persisted. As per part investigation, it was determined that the component was affected by a fluid ingress found in the pcba sensor which produced a short and miscommunication. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue of the "medstation es main, drawer failed" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. According to the work order (wo) (B)(4), the bd fse reported a troubleshoot issue with full height drawer 2 double clicking. Fse found position sensor bad, replaced bad drawer sensor and tested it. The external inspection was carried out in the laboratory according to the established procedure. During inspection fluid ingress was observed in the sensor position. Laboratory testing was not required due to the fluid ingress found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by a fluid ingress found in the pcba sensor position which produced a short and miscommunication.